Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the helical coupler and gas springs to correct reported problem with the footrest lift. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause could not be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported the site stated they were not able to adjust the foot pedals on the surgeon side console (ssc). Site could hear the motor with nothing moving. Site had changed out ssc prior to calling in to complete the case. The procedure was converted to another dv and completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were not placed on the patient. It was aborted.

Manufacturer narrative:
The root cause is attributed to a faulty helical coupler and the gas spring causing movement issues in the foot tray.

Event description:
Refer to h11 for follow-up information.